Event description:
Ous MDR - this lead was explanted due to infection and was not replaced at that time. When the physician was looking at the lead through x-ray it looked like one of the coils was externalized, although no irregular electrical measurements were observed. After removal, the physician confirmed the externalized conductor between the rv and svc shock coils.

Manufacturer narrative:
The lead under complaint was subjected to an extensive analysis. A lead fragment of 42 cm was returned. The lead tip and all connectors were not returned. The visual inspection revealed severe signs of wear between the rv and svc shock coils. In particular, the insulation was found damaged in this area and the conductor cable to the rv shock coil was found outside the lead body, as mentioned in the complaint description. Furthermore, the insulation of the lead body was found abraded in this section, most likely due to friction with the tricuspid valve or a nearby lead. These damages can be considered to be the root cause of the clinical observation. Based on the characteristics and location of these damages, it is assumed that the lead had been subject to mechanical stress resulting from an interaction with the tricuspidvalve or with a nearby lead. Further inspection revealed explantation damages i.e. The svc shock coil was found severely damaged and was highly fibroted. The analysis did not reveal any sign of a material or manufacturing problem.